Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's foley catheter was bypassing; writer was called for assessment. Writer deflated balloon and received fluid return of about 8 ml, although balloon was for 30ml fluid. Writer advanced foley by about 2.5cm, inflated balloon with 30ml ns, and asked hca's to check for bypassing after pt's tub bath. Writer was called at 1615 due to pt being in immense pain, stating cramping and pressure feeling in lower abdomen, foley had drained 100ml since advancement. Writer was planning on removing fluid out of balloon and measure same, as writer was suspecting balloon to be leaking and not retaining fluid. Writer was unable to obtain any fluid return when trying to deflate the balloon. Tubing behind valve flattened totally, but no fluid return. As same can happen due to a defective valve, writer cut of valve from tubing, as same does normally drain fluid of balloon. No fluid return. Writer tried with 50ml syringe to obtain fluid after valve removal with no success. Only option was removing foley via force or sending pt to bigger hospital for removal, but pt denied transfer and requested removal of foley as it was. Balloon was intact, about 50 ml (mandarin size), patient experienced a lot of pain and small amount of bleeding from urethra and a traumatic experience for the patient. After removal, urine was draining freely and pt stated pressure feeling and cramping subsided, patient required extra pain medication.